Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that the home patient (hp) had received a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during the initial drain. The technical service representative (tsr) had the care giver (cg) cycle the power on the hc to clear the alarm and advised the cg to start over with all new supplies. There was no patient injury or adverse event associated with this report. If additional relevant information becomes available, a follow up medwatch will be submitted.